Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The customer reported a blood glucose (bg) level of 320 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer continued using the pump for continued insulin therapy.